Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check found the pump site may have been the cause of the occlusion; however, customer declined to continue remove the site for further inspection. Customer's blood glucose was 304 mg/dl.